Event description:
While opening supplies for surgical procedure a hair was noted in the suture box that was from the total knee pack. Sterile field was broken down and new supplies and instrumentation obtained. Minor delay in case start. Pack face sheet and suture box with hair saved.